Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator replacement procedure, high impedance was noted on the right atrial (ra) lead. High impedance was noted to be chronic. The ra lead was sensing appropriately and was reconnected to a dual chamber implantable pulse generator (ipg) without any incident. The ra lead remains in use. No patient complications have been reported as a result of this event.